Manufacturer narrative:
Device received with cracked and bleeding lcd glass. Device received cracked case at display window corner. Device received with cracked reservoir tube lip.

Event description:
Customer reported via phone call that there was a line going through the lcd screen and the customer was unable to read the full screen. Customer's blood glucose was 200 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.